Event description:
It was reported that implant was removed due to infection. Granulation tissue around implant causing pain and non healing. Per indicated: symptoms as a result of the event: pain, inflammation. Surgical/medical intervention required for permanent damage: yes, removal. Was there a delay during the procedure: no. Additional appointment required: no. Was the procedure completed using another implant or another device: no.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.